Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was not deflating when aspirating fluid out of the balloon. Nurse did cut the balloon port off but still the balloon would not deflate. Per follow up information received on 02feb2021, the foley catheter was removed and the balloon did not inflate entirely. Some mild discomfort for each patient observed. One patient was ordered an antibiotic. No lasting effects that user was aware of. 3 devices had this reported defect and the prefilled syringe included in the kit- 10cc was used to inflate the balloon. Per medwatch received on 09feb2021, the foley catheter bulb would not deflate despite multiple efforts. Initially, 6 ml of sterile water was removed but the catheter not fully deflated and staff also inserted 2 ml air and removed it, but not deflated. The guidewire introduced with no success. The mineral oil inserted into a balloon and allowed for 10 min then staff was able to remove the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter was not deflating when aspirating fluid out of the balloon. Nurse even cut the balloon port off but still the balloon would not deflated . Per follow up information received on (B)(6) 2021, the foley catheter was removed and the balloon did not inflate entirely. Some mild discomfort for each patient. One patient was ordered an antibiotic. No lasting effects that we are aware of. There were 3 device that had this reported defect. The prefilled syringe included in the kit- 10cc was used to inflate the balloon. Per medwatch received on (B)(6) 2021,mineral oil was inserted into the balloon and allowed to dwell then staff was able to remove the catheter.

Event description:
It was reported that the foley catheter balloon was difficult to deflate when aspirating the fluid out of the balloon. The nurse cut the balloon port but still the balloon did not deflate. Per follow up information received on 02feb2021 it was stated that the foley catheter was removed and the balloon did not inflate entirely. It was noted that some mild discomfort experienced for each patient. One patient was ordered antibiotics and no lasting effects were noted. There were 3 devices had this defect and the prefilled syringe included in the kit 10 cc was used to inflate the balloon. Per medwatch received on 09feb2021 a mineral oil was inserted into the balloon and allowed to dwell then the staff was able to remove the catheter.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual inspection noted that the proximal part of catheter was not returned. The catheter balloon was inflated with 10 ml of water using normal fill technique and the balloon was able to inflate and no obstruction was observed. The catheter was dissected and found no abnormalities on the lumen and complete evaluation could not be performed due to the poor sample condition. It was unknown whether the product had caused the reported failure. A potential root cause of this failure mode could be due to over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10 cc sterile water. 30cc balloon: use 35 cc sterile water. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." Correction: b, e, f, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.